Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the resmed manufacturing facility in (B)(4). Review of the device logs confirmed the occurrences of system faults indicating a software task failure resulting in a unexpected restart. In-house testing of the returned device was able to reproduce the system faults. The investigation determined that the reported system faults were due to a software issue. Also the review of the device logs observed an occurrence of a power failure in the device resulting in an expected restart. The power failure issue resulted from a temporary power interruption possibly due to a defective internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident note: during a routine check of complaints records it was detected that this complaint investigation was completed with new information available. This report is being submitted to provide new information regarding the reported issue. (B)(4).

Manufacturer narrative:
The device was returned to the resmed design house for an extensive engineering investigation. The methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that while an astral device was being configured for patient use, it's display screen turned black and was inoperable. The device was not in use when the fault occurred, therefore, there was no patient involvement.